Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000112118

Event description:
It was reported that the patient was experiencing shocking and was unable to set their ipg to MRI mode due to high impedances. It was noted that the patient had a previous fall. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had caused the issue.